Event description:
A malfunction alarm was reported with code malf 0, but no notable events occurred prior to this. There was no reported adverse impact to the customer¿s blood glucose level. Customer did not previously reset the pump for this issue, so technical support provided pump reset instructions and assisted with a reset. The issue did not recur after resetting, allowing the customer to continue using the pump, with the guidance to call back if the malfunction code recurred.